Event description:
It was reported that; the locking mechanism that protrudes from the acculif tl insertion handle broke.

Manufacturer narrative:
Method: device inspection and device history review. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Upon inspection the disassembled knob and the screw which holds it in place were found detached from the inserter. There was no damage to these sub components or to the rest of the inserter. Conclusion: the plausible root cause is likely multifactorial in nature.

Event description:
It was reported that; the locking mechanism that protrudes from the acculif tl insertion handle broke.